Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the cutting process, the proximal portion of sheath broke off in physician's hand. They had to complete the cut/slitting procedure by grasping the sheath with hemostats. The guiding catheter is being returned. No adverse patient effects were reported.